Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was not able to feel stimulation and the remote control would not link to the ipg. The patient reported that he had a few non device related surgeries. High impedances were noted. The patient will undergo an ipg replacement procedure and a possible lead replacement.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2208-50t serial #: (B)(4) description: st linr tril lead 50cm.

Event description:
A report was received that the patient was not able to feel stimulation and the remote control would not link to the ipg. The patient reported that he had a few non device related surgeries. High impedances were noted. The patient will undergo an ipg replacement procedure and a possible lead replacement.